Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 35 mg/dl. She also had high blood glucose level of 553 mg/dl. The customer treated high with insulin pump. The customer refused to troubleshoot for high blood glucose. The product was not returned for analysis.